Manufacturer narrative:
Instrument a: crimp. Instrument b: (floor); evaluation summary: the analysis results confirmed that the intrument a was non-functional. The instrument was found to have the crimp shallow. The device was tested for functionality with however, it formed the clips with gap due to the shallow crimp. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the instrument b was received with the floor broken, no functional test could be performed due to the condition of the device. While no conclusion could be reached as to how this damage had occurred, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the first device stopped working after the first firing. They got a second device and it did not deploy the clips correctly. A third device from a different lot was used to complete the procedure. There was no patient consequence.